Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 108 mg/dl and a sensor glucose level of 48 mg/dl. During troubleshooting, the customer confirmed that she had a bent cannula. Customer also reported that she had been hospitalized three times in eight months due to high blood glucose level. Customer reported that a gas leak at her home may have been the cause. The sensor was not replaced or returned for analysis.